Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. An exact blood glucose value was not provided, however, customer reported experiencing diabetic ketoacidosis which was addressed with a manual correction injection. No further information was obtained as customer declined troubleshooting with tandem technical support.